Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that one of the patient's leads had high impedances. The patient did not have effective therapy. As a result surgical intervention was undertaken wherein the lead was replaced. Effective therapy was restored postoperatively.